Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post reprogramming, the leadless implantable pulse generator (ipg) exhibited potential under-sensing of p waves and a decrease in both a4 wave measurements. The leadless ipg remains in use. No patient complications have been reported as a result of this event.